Manufacturer narrative:
Dates estimated . The devices were not returned for analysis. A review of the lot history record could not be performed as lot and part numbers were not provided. Based on the available information, a cause for the reported death/expired could not be determined. Additionally, the reported patient effect of death is listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Article title: impact of atrial fibrillation on the outcomes after mitraclip: a meta-analysis.

Event description:
This will be filed to report based on a research article representing a summary of death. It was reported through a research article identifying the mitraclip device which maybe be related to patient death. Details are listed in the attached article, titled impact of atrial fibrillation on the outcomes after mitraclip: a meta-analysis. No additional information was provided.